Manufacturer narrative:
A patient experiencing autoreducing due to high impedance was reported to abbott. The entire system was explanted. Effective therapy was restored. The device was not returned for analysis; however, diagnostics report was received and confirms multiple contacts with invalid impedances. Based on the information received, the cause of the invalid impedances could not be conclusively determined.

Event description:
It was reported that the patient had their lead explanted and replaced, and also during the procedure, the patient had 2 extensions placed. Effective therapy was established post op.

Manufacturer narrative:
Investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient's system was autoreducing due to high impedances. The patient may undergo surgical intervention to address this issue.